Event description:
It was reported that the ventilator failed the internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. (B)(4). Ref# MFR 8010042-2013-00161.